Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 25 mmol/l (450 mg/dl) and the pod was worn between 24 and 36 hours. A new pod was applied to treat the hyperglycemia.